Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for alleged pump error 63 alarm, low bg's and high bg's on event date (B)(6) 2022. Device passed displacement test , rewind, seating, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test and self test. Unit passed dat at 0.08705 inches. Unit successfully downloaded using thus software. Insulin pump trace download confirmed the pump alarmed hardware low level failure alarm variable 03 on (B)(6) 2022 07:45:44.000 due to broken trace. Unable to verify low and high blood glucoses. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. No hardware low level failure alarm noted during testing and confirmed hardware low level failure alarm variable 03 in the history download. Hardware low level failure alarm var 03 confirmed due to broken trace pin5 on keypad assembly. Unable to verify high and low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. Customer was able to clear the alarm and was able to rewind insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.